Event description:
Pump declared an altitude alarm 21. There was no adverse impact to the customer's blood glucose level. Customer replaced the cartridge to resolve the issue, and pump resumed normal operation after receiving tips for preventing altitude alarms from technical support.